Manufacturer narrative:
A review of tickets found an increase in complaints for lot 01177ui00, but no trends were identified for the product. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 01177ui00 and all validity and acceptance criteria were met demonstrating that this lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent, lot 01177ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported false positive architect b-hcg results on one patient. The results provided were: initial = 33.72miu/ml (>/= 25.00miu/ml = positive)/retest = 35.18miu/ml/specimen was tested by the roche method = 0.47miu/ml = negative. There was no reported impact to patient management.